Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy from their implantable cardioverter defibrillator. Interrogation revealed that the shocks were delivered due to inappropriate user programming. The device was reprogrammed. Patient was discharged and will continue with regular follow-up.